Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and granulation tissue on the abutment. Subsequently on (B)(6) 2015, the patient was administered an injection of steroids. The implanted device remains.